Event description:
It was reported that a user of the ilet system contacted support with concerns about high blood glucose and was advised by a healthcare provider to receive additional training, while also being due for a firmware update and instructed to wait until glucose returned to range, though the user proceeded with the update and reported a blood glucose of 193 mg/dl. Symptoms included hyperglycemia with a peak of 205 mg/dl. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms reported. Investigation included technical support review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no reproducible fault identified. It was concluded that the event was user-reported hyperglycemia with cause unclear and that the device functioned as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.